Event description:
Customer states they tested a 24 hr urine sample for creatinine and total protein. They obtained a urine creatinine result of 951 mg per dl and a total protein urine result of 2894.7 mg per dl. These values were used to calculate the 24 urine creatinine and protein which were reported to the physician. The physician questioned the results and ordered new 24 hr urine collection for the pt and this was tested on (B) (6) 2009. Those results differed considerably, the physician requested the original sample be retested on (B) (6) 2009, rerun results were provided: urine creatinine 29.3 mg per dl, urine total protein 90.1 mg per dl. Customer states the samples were treated the same, mixed and centrifuged prior to running. A corrected report was sent to the physician. Customer states pt was not treated on the basis of the original erroneous results and there was no adverse impact. If additional info is received, appropriate notification will be provided.